Event description:
It was reported that, "gmrs proximal femur. Surgeon revised because pt was experiencing pain around groin and socket was loose. Plan was to try to shorten the stem, and cement in a locking socket. Revised the cup and implanted a revision cup with a constrained liner. Changed out the head, was able to shorten the stem by removing gmrs extension piece. The surgeon chose to, and reused the proximal femoral component. (B)(4). The cup was a depuy cup.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.